Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had the pdm in their pocket and experienced high heat. No further details to report.

Manufacturer narrative:
The user reported experiencing high temperatures with the pdm. The user also reported the battery would drain rapidly. A battery was returned with the device. The device powered on with no issues using the returned battery. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found no signs of power sensitivity issues as the device was constantly being plugged in to charge. No rapid decreases in battery level were observed. A battery life test was performed to simulate typical patient use. In less than 2 hours, the battery level was observed to decrease from 82% to 3%. The device was not able to hold charge for 48 hours per the design specifications. No damages or defects were observed to the battery or to the battery compartment. The exact cause of the battery not holding charge could not be conclusively determined.